Manufacturer narrative:
(B)(4). Complaint device evaluation included in the event description.

Event description:
This device was returned for evaluation without specific details about the cause of the complaint. Upon evaluation of this device by the engineering team it was identified that the device was severely damaged. Directional prolapses indicated that the damage likely occurred during removal from the sheath potentially exposing the patient to manufacturing materials. Additional physical evidence on the catheter indicated that the device caught either on the introducer sheath or a stent strut. The physician/facility were unable to provide any specific details about the patient. As per the physician/facility the complaint occurred months prior to them returning the device. The event date for this complaint ((B)(6) 2015) is an estimation and not an exact event date. The patient was discharged without complication.